Event description:
Medtronic received information that two and a half years following the implant of this transcatheter bioprosthetic valve, a stent fracture without dislocation was discovered. No treatment was given and the valve remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
Product analysis: no product was returned for analysis. The device remains implanted. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. The device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.